Event description:
It was reported that prior to use, in the sterile processing area, the device was found to have holes or tears in the tyvek portion of the packaging, near the handle. The device was not used in any cases, so no patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the sealed er320 package was visually inspected. Many wrinkles and creases were present in the tyvek of the package indicating that the package had been handled excessively and improperly stored. A circle had been drawn on the surface of the tyvek in ink. A large rip was present inside the circle on the handle end of the package. The damage is not aligned with the handle of the device. The complaint event is confirmed. It is suspected that the damage occurred external to the ees packaging process. The condition of the package was indicative of rough handling and the package was likely stored outside of its protective sales unit carton. There is nothing in the process likely to have caused the gross damage seen on this package. Packages are 100% inspected after being sealed and are immediately placed into sales unit cartons. No sharp objects are present in the packing area. No rework or other unusual activities occurred on this lot at the packaging facility.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were the holes/tears in the tyvek believed to compromise sterility of the device? Yes, the customer believes that sterility was compromised.